Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient visited the surgeon complaining of hip pain. The surgeon decided to remove the micromax stem and revise to another companies revision stem in an attempt to solve the pain issue. We also changed the poly liner from an mp6 34mm to a mp6 32mm.